Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced severe pain in the back and lower abdomen. The pt was admitted to the hosp, for three days, while tests were performed to rule out appendix and kidney issues. The pt was instructed to turn off the implantable neurostimulator and doing so resolved the pain. The pt's device was subsequently removed. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.